Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30837595l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a 73-year-old female patient weighing 48.6 kg underwent an afib ¿ paroxysmal ablation procedure with a thermocool® smart touch® s f bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the patient suffered a pericardial effusion. The injury occurred during the transseptal procedure. When the catheter had been introduced into the la after the transseptal, prior to any mapping or ablation, a blood pressure decrease was noticed. The effusion was confirmed with intracardiac echo (ice). A very high act (activated clotting time) was also noticed at this time. The physician stopped heparin, administered protamine, and a pericardiocentesis was performed removing 90 cc of fluid. When it was confirmed that the patient was stable and the effusion was resolved, not growing, the procedure was able to be continued. There were no further complications in the procedure. The patient was stable at the time of the call. The physician did not indicate that they believed bwi products contributed to the event. Physician believed the adverse event was due to the procedure and not a product malfunction. Outcome of the adverse event was patient improved. Patient stayed the night in hospital for evaluation. No relevant tests. No relevant history. Transseptal puncture was performed with a brk needle. No evidence of steam pop. All catheter settings were correct. No errors recorded during the case. Force graph, vector, visitag, and dashboard were used. Visitag module was used: maximum distance change: 4mm minimum time: 3s, force over time 25%, minimum force: 3g. Impedance drop was used for visitag. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.